Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high thresholds. Repositioning the lead did not result in improved measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.